Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture baker grade unknown.

Event description:
Healthcare provider reported right side "capsular contracture and pain", baker grade unknown. Healthcare professional additionally reported right side exchange of a textured device due to patient's concern with product. Device has been explanted.